Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and then a 27 mm watchman laa closure device and delivery system (wds) was advanced. Release criteria was met and the closure device was successfully implanted. Shortly after the procedure the closure device embolized to the left ventricle. The closure device was successfully retrieved via the right femoral artery using a snare kit and 16fr sheath. The patient remained stable throughout the procedure and is currently doing well.